Event description:
It was reported that the surgeon went to insert screw in bone and the head of the screw broke off from the shaft. The case was completed with no complications and with a delay.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.